Event description:
It was reported that dr. Placed 9.5x50 screw in left s1 pedicle during revision surgery. Dr was replacing current 8.5 diameter screw with larger due to having a 'loose feel'. Upon placement, dr wanted to remove and redirect due to 'poor' trajectory, but could not. Dr. Broke handle/driver/nut trying to remove with primary driver, then switch to lumbar removal driver over a locked down piece of rod with blocker to top of tulip to try to 'helicopter' screw out since it was so stuck. During process of trying to remove, he broke tulip/ head off of screw off of main screw shaft. Dr could not remove remainder of broken screw from patient with lumbar removal set - so he left it in place due to not having effect pm patient's outcome and moved on with case.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the device was inspected and it was found that the sleeve wing tips were fractured off of the device. The teeth on the sleeve are also deformed. No relevant manufacturing issues were identified as all units met specifications. The most likely root cause is excessive force was applied to the driver causing it to fracture, with incorrect trajectory of the screw also contributing to the event.

Event description:
It was reported thatl doctor placed 9.5x50 screw in left s1 pedicle during revision surgery. Doctor was replacing current 8.5 diameter screw with larger due to having a 'loose feel'. Upon placement, doctor wanted to removed and redirect due to 'poor' trajectory, but could not. Doctor broke handle/driver/nut trying to remove with primary driver, then switch to lumbar removal driver over a locked dowm piece of rod with blocker to top of tulip to try to 'helicopter' screw out since it was so stuck. During process of trying to remove, he broketulip/head off of screw off of main screw shaft. Doctor could not remove remainder of brokem screw from patient with lumbar removsl set - so he left it in place due to not having effect pm patient's outcome and moved on with case.